Event description:
The customer reported that the system would not emit x-rays. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The potentiometer connection was repaired during the service call. The system was tested and found to be working as intended to put back into service.